Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer attempted to recover the storage space, the pop-up indicated hardware maintenance was required. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer failed. The field service engineer (fse) found that the plunger u link on main drawer 1 was broken. The plunger was replaced. The drawer tested successfully, and the technician verified proper operation through the recovery process with no issues, resolving the problem. The system functioned as intended after the field service engineer repaired the device.